Event description:
Reporter indicated that both the generator and lead were explanted and were being returned to manufacturer due to end of service and suspected lead discontinuity. Patient was reimplanted with a new ncp system. Lead discontinuity could result in a loss of therapy. Attempts to obtain additional information have been unsuccessful to date.